Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -3.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).